Event description:
It was reported to medtronic neurosurgery that a strata ii valve that implanted sometime in 2010 was explanted because it was no longer working. The valve was replaced with a new strata ii valve, and the patient was reported to be okay.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve was not adjustable from pressure level 1.0. Proteinaceous debris was observed within the valve. It is a possibility that debris within the valve mechanism prevented its movement. The siphon, reflux, pressure-flow, and preimplantation tests were precluded because the valve was nonadjustable. The valve did not meet requirements for the leakage test. A small tear was observed on the silicone elastomer above the valve mechanism. It is unknown how or when the damage occurred. The instructions for use that accompanies the device states that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).